Event description:
It was reported that a spectrum pump intermittent displayed the close door message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the close door message, which was confirmed and reproduced by loading an IV set. The messages were found to be caused by loose upper link screws. The screws were replaced.